Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the unit was not cutting. An alternate system was used to complete the case. There was no patient harm reported.

Manufacturer narrative:
The company service representative examined the system replicated the reported event. The pneumatics module was replaced to resolve the issue. The system was then tested and met all product specifications. The pneumatics module was received and a visual assessment of the returned sample showed no obvious visual nonconformity. The pneumatics module was installed into a calibrated system and tested. The pneumatics module was recognized by the system and there no were system messages (sm) displayed upon boot up. The pneumatics module was observed to pass both tests at core peak and valleys. The reported event was not replicated. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event is an internal component failure. However, during sample evaluation, the pneumatics module was found to have no problem; thus, how or when the component became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).